Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 5-year-old female child patient's infusion set's tubing pulled off while sleeping, which led to high blood glucose level. Therefore, they tried to treat it by changing the infusion set and with a bolus via pump, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. She had high ketone level which was not assessed as dangerous/life threatening by their health care professional. Moreover, the infusion had been used for two days. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.